Event description:
It was reported that the patient developed bacteremia and endocarditis post implant of the device system. The device and leads were explanted. The patient is on a course of intravenous antibiotic therapy. Additional information received indicates that the infection was suspected to be device site related, and the (B)(6). The patient experienced fever, chills and weakness as a result of bacteremia/sepsis due to the (B)(6) infection. Endocarditis was being ruled-out by trans-esophageal echo. The patient subsequently received a second course of antibiotic therapy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed) and was melted. The outer insulation was melted and had a breached cut. There was blood in/on the helix/lobe mechanism. The lead was stretched, and there was apparent explant damage.